Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have missing segments and misaligned and recessed pogo pins. The instrument board and lcd module were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the display is missing segments. No consequences or impact to patient were reported.